Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.non biosense webster, inc. - st. Jude medical brk xs transseptal needle , 2.non biosense webster, inc. - agilis large curve sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and thrombosis requiring surgical intervention. During mapping phase, a cardiac tamponade was confirmed by intracardiac echo. Pericardiocentesis was performed and 500ml of fluid were removed from the pericardium. The physician noticed a blood clot inside the patient¿s body. The patient was transferred to the operating room (o.r) to perform a cardio thoracic surgery. It is unknown if extended hospitalization was required as a result of the adverse event. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to the force applied with the catheter, he was concerned that the catheter had been inserted very deep into the patient's body. There were no factors cited that might have contributed to the adverse event. There were no error messages observed on any bwi product or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk xs transseptal needle and an agilis large curve sheath. The generator was not in use at the time of the injury, ablation was not yet being performed. There were no issues noted with the temperature or flow in the catheter. The catheter irrigation was set at 2ml/min during mapping. The patient received anticoagulant (heparin) during the procedure with a normal activated clotting time (act) range. The shaft proximity interference value was normal. The ablation catheter was not in proximity to other catheters. It was zeroed after the proper warm up phase and it did not need to be zeroed.